Event description:
The customer alleged that he rec'd a control test result of 211 mg/dl prior to calling. He performed 2 more control tests while troubleshooting and rec'd results of 225 and 222 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.